Event description:
It was reported by the patient that one of the leads is "touching a nerve". It was also reported by the patient that "they have tried adjusting many times". The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.